Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 lead implanted: (B)(6) 2012; 5076-45 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that at the patient¿s office follow-up visit there were steadily increasing left ventricular (lv) lead threshold seen on trends. The lead remains in use. No patient complications have been reported as a result of this event.